Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was frayed at the distal clevis hub. No other damage or wear marks were observed on the clevis. Failure analysis investigation also found the following additional damages to the instrument: one grip was bent, causing side-to-side misalignment of the grips. There was a .076 offset at the tips, indicating overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. The grip tips had indentations and scratches. It was concluded that the damage was likely due to mishandling/misuse. The conductor wire was damaged with some pieces of the insulation scratched off. It was concluded that the insulation damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. There were scratches on the surface of the distal pulley. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable, the insulation damage to the conductor wire, and/or the tube abrasions with material removed could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the wires in the wrist joint had become frayed on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.